Manufacturer narrative:
The system is calibrated every day, followed by a qc run. Prior to the event, qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse replaced the modular chemistries (mc) sample syringe and the t-valve. The cl and calc tips were replaced as well. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) and calcium (calc) results generated by the unicel dxc 600 pro synchron clinical systems. Samples with low na and calc results were repeated. Obtained results were higher and were reported out of the lab. No false na results were reported out of the lab. There was no affect to patient treatment.